Event description:
It was reported that during the initial implant procedure, stretching of the leadless pacemaker (lp) helix beyond the protective sleeve of the delivery catheter was noted. The lp was retracted further into the protective sleeve, the lp was explanted, and a bend in the helix was observed. The lp was replaced to resolve the event. The patient was in stable condition.